Event description:
During eval of a returned spectrum infusion pump, 45 occurrences of "upstream occlusion" alarm were identified in the history log which indicates a potential malfunction of the device. No additional info is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary svc event opened during investigation of (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The ultrasonic sensor and processor pcb were found to be out of specification and have been replaced.